Event description:
It was reported to nova biomedical that several weeks ago, the consumer called emergency services based on a higher than expected result of 340 mg/dl on their blood glucose meter. When the emts arrived they tested the consumer getting a result of 32 mg/dl on their unknown blood glucose meter. The consumer was treated with emergent food intake to raise his blood glucose level. During the call to customer support, it was revealed that the consumer has never performed a control solution test on test strips to check their integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.